Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Upon loading the stent on the wire the device was noted to be kinked. Another stent was used to complete the procedure successfully.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c1967158 of zebd-7-5 was returned opened in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 24 nov 2023. The returned device lab findings and observations can be referred through the attached files. Visual inspection: stent, straightener and introducer returned. Kinks observed on 3rd and 4th portholes on tapered end of pigtail. Kink observed on 2nd and 4th portholes of non-tapered end pigtail. Functional inspection: 0.035" does not pass the kink. (Ipe of calipers: ipe0290). Clarification was requested on when the kink was observed on the stent. Reply received: "the kink was observed while straightening the stent with the pigtail straightener." Manufacturing records: prior to distribution, all zebd-5-10 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for zebd-7-5 device of lot number c1967158 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the zebd-7-5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1967158. Instructions for use and label: the notes section of the instructions for use (ifu0045), which accompanies this device instructs the user to inspect the device prior to use : "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" . There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0045). Root cause analysis: a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kinks occurring while it was being straightened as it was being loaded onto the wireguide. Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, device was noted to be kinked. Confirmed quantity of 1 device, confirmed prior to use. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could not be determined as the circumstances of use could not be replicated in the laboratory. A possible root cause could be attributed to the kinks occurring while it was being straightened as it was being loaded onto the wireguide.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-jul-2024.